Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a lower extremity angiogram interventional procedure. Reportedly, there was no resistance during deployment; however, when the footplate was down the device felt strange and became stuck. Lidocaine was administered to the patient around the area where the device was located, as it was thought the device was stuck on the suture. Before attempting to remove the device, the foot was retracted without any issues. The device was tugged with some force; however, separated between the proximal guide and distal guide. Hemostats were attempted to retrieve the separated portion but were unsuccessful. The patient required surgery for foreign body removal. The level of anesthesia was increased to general, a cut down was performed to remove the separated portion and hemostasis was achieved by surgical suturing. No tissue damage was noted. There was no adverse patient sequela. There was clinically significant delay in the procedure; however, no prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. Entrapment of the device and device felt strange could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The IFU deviation appears to have contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported guide detachment appears to be related to use error and the entrapment of the device, device feeling strange and treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.